Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned by the user center. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.

Event description:
On (B)(6) 2013 microvention, inc. Received a medwatch form via email from our (B)(4) office. This was our first notification of an azur complaint. The following is the description of the form we received (ref. (B)(4)). Coil did not deploy properly. The device was retrieved and a new coil inserted. There was no harm to the patient, but did result in increase of time. The product was replaced with equivalent. Our sales representative and field assurance dept. Have made attempts to obtain additional information from the user center. However, this has been unsuccessful to date. Additional attempts will be made. A complaint matching this lot number description has not been reported to us.